Event description:
While the nurse was holding the infant for feeding the argon neonatal/pediatric 26 g (1.9f) x 50 cm s/l first PICC snapped. The nurse clamped off the PICC line. The PICC line was then removed. No untoward patient effects.